Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: unique device identifier: (B)(4). Visual and functional inspections were performed on the returned device. The reported difficulty to remove was not able to be confirmed as it was based on case circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulty to remove.

Event description:
It was reported that the procedure was to treat a lesion located in the internal carotid that was heavily calcified and 70-80% occluded. The emboshield nav6 was advanced to the lesion and deployed. When attempting to remove the device, the filtration element got stuck on the end of the retrieval catheter; however, with manipulation, the filtration element was pulled back into the retrieval catheter and successfully removed. Another filtration element was used to complete the procedure. There were no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.